Event description:
Related manufacturer reference number: 1627487-2022-00390. It was reported the patient experienced ineffective therapy. Diagnostics indicated the right drg lead had high impedances on all contacts. X-ray confirmed fracture of the right drg lead. In turn, surgical intervention may occur to address the issue. It is unknown which lead is related to the issue. Therefore both leads being reported.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction: section b1 type of report-product problem should also have been selected in the previous report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow-up information received indicated the patient underwent surgical intervention wherein the right drg lead was explanted and replaced to address the issue. Reportedly, therapy was established post operatively.